Event description:
The doctor screwed the jig onto the tibial nail and inserted the nail into the pt and attempted to remove the jig. The cylinder stayed with the nail and remains in the pt. The sleeve/cylinder part number is 1518 and the material is 316 ss and probably contains silver solder.